Event description:
Information was received that the leads and device were being removed after pocket erosion was discovered in clinic evaluation. The patient will remain in monitored care until infection clears.